Event description:
It was reported that balloon kyphoplasty procedures (bkp) were performed in 21 patients on a total of twenty-two vertebrae. Patients were examined for operating time, length of hospital stay after surgery, complications and secondary diseases. Reportedly, operating time and length of hosptial stay after surgery averagd 61.6 min and 4.6 days, respectively. It was reported that one patient had "balloon rupture when pressure was applied to the balloon". No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.